Event description:
It was reported that the temperature display of temperature sensing catheter was not stable after using it several times.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The extension cord was returned without the original packaging. Photo samples were submitted, however, could not be evaluated for the reported failure. No damage to the cord was noted during evaluation of the physical sample. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. A potential root cause for this failure is "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". A DHR review cannot be completed as the lot number is unknown. The instructions for use were found adequate and state the following: "the label currently states " for use with bard temperature-sensing products and accessories". The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature display of temperature sensing catheter was not stable after using it several times. Per notification received from investigator on 12jan2023, it was stated that the cable was found to not meet specification during evaluation.